Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/ replaced during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) haptic was damaged and the iol was cut and removed from the patient's ocular dexter (right eye). It was indicated that the iol is not being returned for evaluation. Through follow-up additional information was received confirming no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. The same procedure was completed successfully using back-up lens with the same model and diopter size. Patient outcome post-procedure was reported at one week post-op 20/25 vision. No further information is available.